Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pillow leak was identified that is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a product malfunction and confirmed the reported mechanical issue. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed. No information was provided about the patient's outcome.